Event description:
The customer reported the device has a black screen. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device has a black screen. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was clarified to a failure to power on. The optical switch and battery were replaced to resolve the reported issue. We are unable to determine a cause because multiple parts were replaced to resolve the issue.